Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour meter was tested with the in-house contour test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, the device history record was reviewed for the contour meter with serial # (B)(6), as serial # (B)(6) indicated in section d4 of the initial report is invalid, and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being properly stored in the memory of the contour meter. For example, the customer obtained a reading of 100 mg/dl, which was incorrectly stored. In another instance, a reading of 100 mg/dl was stored as 86 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.